Event description:
Customer's mother fell off her walker on (B)(6) 2023 when she turned her body weight right on the unit to go use the restroom at her daughter's wedding at (B)(6), causing her to fall over the unit injuring her knee. Customer explained there is no visible defect on the unit exhibiting the area of the fall as she believes the product did not cause her to fall (no defect present in the back right side of the unit, where the injury occurred). Customer explained the hotel claimed responsibility and paid for the majority of the medical expenses. Customer explained the unit now has a missing screw on the right handle causing the unit to move unstable and causing this handle to not lock. Mother ended up in hospital with a leg injury. Occurred (B)(6) at 4 am. Was trying to go to bathroom and she went around the corner and the walker fell over and hit her leg. They called hotel management/paramedics. Took her back to (B)(6) to see urgent care, then called primary the next day then was in the hospital. When they got home the brake doesn't work and there is a missing screw, the top screw is missing. Does now know if it was missing prior to fall or not. Purchased from allied medical supply. Just purchased last year for her already assembled. Mother was told to go to the ER for her leg injury as the skin peeled back, however there was nothing to sew together (no stitches were received) as she felt like she was getting an infection in the area due to the pain causing her to have breathing issues. She explained that a nurse specialist came out every 2 days to treat her lungs and she is now, today, in stable condition. Inspection results: right side hand brake is missing the top most screw, as reported. This prevents the right side brake from functioning in any capacity but would not make the device or user more likely to fall. The screw has no impact on the balance of the device or weight bearing potential. There is no damage/trauma in the area of the missing screw that would suggest it fell out due to impact of the fall. It is not clear which side the device fell on. However, there are marks on the left side of the device which could be consistent with impact damage and there are not any of these types of marks on the right side. The right side does have some marks but they all appear to be dirt or other surface level contaminants. The bolts that secure the handle segment to the frame were installed in the wrong orientation at some point. This occurred on both sides. It does not appear to have had an impact on the stability of the handles, as the hardware was cranked down hard enough to deform the metal frame and create a new inset for the head of the bolt. The black coating has peeled off the bolt in the areas where it dug into the frame. Some of the serial label is worn off. It looks to be from rubbing against the bag over the course of using the product and is not likely related to the incident. Conclusion: the product appears mostly in good condition and still balances, rolls, and turns as normal. No definitive root cause could be determined from the returns evaluation.